Manufacturer narrative:
H3: the check clutch/plunger error was found in the device's event history log. Occlusion test was performed, and the pump alarmed. The customer's problem was duplicated. The cause of the problem was worn components including leadscrew, right and left clutch halves and clutch spring. All of those components were replaced to fix the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.